Event description:
It was reported that during a photoselective vaporization procedure of the prostate, vaporization efficiency was significantly diminished and the fiber tip burnt after 121,000 joules of use. The fiber tip was cleaned during the procedure. The fiber was exchanged and the procedure was completed with a second fiber at 79,000 joules without patient complications. Analysis of the fiber identified that the glass cap was detached.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified charred tissue adhesion on the metal cap indicative of prolonged tissue contact. In addition, the analysis identified that the glass cap was detached. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the diminished vaporization efficiency and glass cap detachment. Continuous elevated temperatures can lead to fiber damage including glass cap detachment. Based on this observation, the reported event is confirmed. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed glass cap detachment and reported event.